Manufacturer narrative:
The cause for the reactive hbsag ii result, confirmed with advia centaur xp hbsag confirmatory testing is unknown. The customer's quality control results were within acceptable ranges. Siemens requested the patient sample for further investigation, however the patient sample is not available. The customer has declined a customer service visit. No conclusion can be drawn. The (B)(6) confirmatory instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers." The hbsag ii instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) confirmed reactive advia centaur xp hbsag confirmatory result was obtained on a patient sample. The initially reactive hbsag ii result was questioned by the laboratory when compared to (B)(6) test results. The same patient sample was re-centrifuged and repeated on an alternate advia centaur system and the hbsag ii results were reactive. The initially reactive sample was confirmed with hbsag confirmatory when run on the original advia centaur xp system. The patient sample was sent to a reference laboratory and the hbct, (B)(6). There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed advia centaur xp hbsag confirmatory result.